Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("it was noted that some portion of the metal was still within the myometrium"), device expulsion ("it was noted that some portion of the metal was still within the myometrium"), embedded device ("essure micro-insert embedded in myometrium [device dislocation] (10254)"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included ear infection and ear noises. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced adnexa uteri pain ("pain went to the fallopian tube"), abdominal pain ("pain to the left side of the belly, it went all the way to left side"), arthralgia ("pain went to the hip"), pain in extremity ("pain down to the leg") and paraesthesia ("a biting and pulsating pain. It is like an electric shock going all the way to the left leg."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain") and neuromyopathy ("neuromuscular problems") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, embedded device, genital haemorrhage, autoimmune disorder, pelvic pain, neuromyopathy and weight increased outcome was unknown and the adnexa uteri pain, abdominal pain, arthralgia, pain in extremity and paraesthesia had not resolved. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, arthralgia, pain in extremity and paraesthesia with essure. The reporter considered autoimmune disorder, device breakage, device expulsion, embedded device, genital haemorrhage, neuromyopathy, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - in (B)(6) 2015: uterus 8.8x4.5. No suspicious mass. Small partially cystic lesion towards the fundus may represent a small partially cystic myoma of 8mm. Pathology test - on (B)(6) 2018: breast, left, medial, stereotactic vacuum assisted core biopsy. - non proliferative fibrocystic changes with microcalcification (calcium oxalate). - mammary duct ectasia; on (B)(6) 2018: right fallopian tube- it consists of a 8.7 cm in length 0.6 cm in diameter fimbriated fallopian tube. Sectioning reveals a pinpoint lumen, and a 2.3 cm in length and 0.2 cm in diameter shiny gray metallic coil at the proximal end of the isthmus. Left fallopian tube. It consists of a 7.1 cm in length 0.6 cm in diameter fimbriated portion of fallopian tube. Present at the proximal end of the isthmus is a 4.0 cm in length 0.2 cm in diameter shiny gray metallic coil.. Ultrasound scan vagina - in (B)(6) 2014: b/l essure catheters; otherwise normal pelvic ultrasound. X-ray - in (B)(6) 2014: bilateral essure device noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , abdominal pain, concerning the injuries reported in this case, the following ones were added from patient¿s medical records: device breakage, device embedment, device expulsion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr received. Reporters information updated. Events:pain, bleeding, neuromuscular problems, autoimmune-like symptoms , weight gain , device breakage, device embedment , device expulsion were added. Lab data, medical history were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("it was noted that some portion of the metal was still within the myometrium"), device expulsion ("it was noted that some portion of the metal was still within the myometrium"), embedded device ("essure micro-insert embedded in myometrium [device dislocation] (10254)"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included ear infection and ear noises. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced adnexa uteri pain ("pain went to the fallopian tube"), abdominal pain ("pain to the left side of the belly, it went all the way to left side"), arthralgia ("pain went to the hip"), pain in extremity ("pain down to the leg") and paraesthesia ("a biting and pulsating pain. It is like an electric shock going all the way to the left leg."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain") and neuromyopathy ("neuromuscular problems") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, embedded device, genital haemorrhage, autoimmune disorder, pelvic pain, neuromyopathy and weight increased outcome was unknown and the adnexa uteri pain, abdominal pain, arthralgia, pain in extremity and paraesthesia had not resolved. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, arthralgia, pain in extremity and paraesthesia with essure. The reporter considered autoimmune disorder, device breakage, device expulsion, embedded device, genital haemorrhage, neuromyopathy, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - in (B)(6) 2015: uterus 8.8x4.5. No suspicious mass. Small partially cystic lesion towards the fundus may represent a small partially cystic myoma of 8mm.. Pathology test - on (B)(6) 2018: breast, left, medial, stereotactic vacuum assisted core biopsy - non proliferative fibrocystic changes with microcalcification (calcium oxalate) - mammary duct ectasia; on (B)(6) 2018: right fallopian tube- it consists of a 8.7 cm in length 0.6 cm in diameter fimbriated fallopian tube. Sectioning reveals a pinpoint lumen, and a 2.3 cm in length and 0.2 cm in diameter shiny gray metallic coil at the proximal end of the isthmus. Left fallopian tube. It consists of a 7.1 cm in length 0.6 cm in diameter fimbriated portion of fallopian tube. Present at the proximal end of the isthmus is a 4.0 cm in length 0.2 cm in diameter shiny gray metallic coil.. Ultrasound scan vagina - in (B)(6) 2014: b/l essure catheters; otherwise normal pelvic ultrasound. X-ray - in (B)(6) 2014: bilateral essure device noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , abdominal pain , concerning the injuries reported in this case, the following ones were added from patient¿s medical records: device breakage, device embedment, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.